Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the stock investigation the sterile packaging was found damaged. It was hit by the inside item during transportation.

Manufacturer narrative:
(B)(4). Reported event is considered confirmed as visual examination found scuff marks on one of the corner of the packaging. DHR was reviewed and no discrepancies relevant to the reported event were found. The reported event was previously investigated after complaints were received reporting that the blisters were cracking. It was determined that thin/variable blister wall thickness and no head-space in shelf carton were causing the blister to deform and crack during distribution. The packaging design configuration was changed to address this issue. Therefore, the root cause of this complaint is design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information.